Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer called in to get a part number and a size of the socket head screw that is missing from the base of the lift. The screw helps hold the mast to the base.